Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial #: (B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 18-oct-2022, UDI #: (B)(4). Device evaluated by MFR: analysis of the lead (serial# (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp), via manufacturer representative (rep), regarding an scs trial patient. It was reported that intra-op, high impedances were noted on all contacts. The rep believed that the high impedances were due to a wet tap. They changed the needle and lead and the high impedances still remained. The hcp performed a blood patch and they left the scs off. The products were replaced and the issue was resolved at the time of the report. Additional information was received from the rep who reported the patient was doing well. Later, it was reported that there were high impedances on all contacts. The rep believed the cause of the issue was the wet tap. The rep changed the lead, needle, and wens. A blood patch was done and the rep went to a different level. The issue was resolved. No further complications were reported.